Manufacturer narrative:
Liquichek blood gas plus egl control is not manufactured from a biological source material. This product is a buffered bicarbonate and electrolyte solution and contains no constituents of human or animal material.

Event description:
The coordinating analyst contacted bio-rad to report a finger cut involving liquichek blood gas plus egl control, lot 29510. The lab technician cut a finger when breaking an ampule to open it prior to running on an analyzer. The technician received care by the hospital's emergency team. The incident occurred in the hospital laboratory. The technician wa not wearing gloves or using an ampule breaker.